Event description:
It was reported that a alpha femur antegrade targeter broke during use.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 : device disposition unknown.

Manufacturer narrative:
Please note the corrections to d1, d3, d4 catalog #, d4 lot #, d9/h3, h6 method, h6 results and h6 conclusion codes. The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received targeting arm shows normal traces of usage as evidenced by minor dent and nick marks over the metal part other than that no damages or deformation can be found on the targeting arm. Overall, the device looks free from any damages or defects which can affect its usability. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the exact root cause of the failure at the time of usage cannot be established. As the device seems in good condition with out any damages more detailed information is needed to established a root cause. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that a alpha femur antegrade targeter broke during use.